Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The irritation was described as red, very raw, and broken skin. The patient was prescribed two creams for the irritation. The patient did not have much improvement with the prescription creams. Follow up indicated that the patient was hospitalized for trouble breathing and a blood infection. There is no indicated that the lifevest cause the patient to have difficulty breathing and to have a blood infection. The patient's nurse confirmed they used nystatin cream on the skin irritation, and it had improved. There was no alleged device malfunction contributing to the irritation.